Event description:
It was reported that the pt underwent a cystotomy to remove a foreign body. The suture was used in closing the small incision. Five days post-operativly, the suture was found to be broken. The wound was cleansed and re-sutured in the physician's office.